Event description:
It was reported that in 2010 the patient needed a revision because he fell when he was incarcerated. It was noted that the revision was not done properly in that the wires were placed between his muscle and ribcage. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: 2010-(B)(6), product type extension product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 3998, lot# v013489, implanted: 2007-(B)(6), product type lead, product ID 3998, lot# v013489, implanted: 2007-(B)(6), product type lead, product ID 7479, serial# (B)(4), implanted: 2005-(B)(6), product type implantable neurostimulator product ID 3487a, lot# l50276, implanted: 1998-(B)(6), product type lead, product ID 3708360, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2010-(B)(6), product type extension, product ID 3708360, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2010-(B)(6), product type extension. (B)(4).